Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was excessive epoxy on the tip of the bd¿ blunt fill needle. The following information was provided by the initial reporter, translated from portuguese: "came defective (needle tip covered in white stuff)."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was excessive epoxy on the tip of the bd¿ blunt fill needle. The following information was provided by the initial reporter, translated from portuguese: "came defective (needle tip covered in white stuff)."